Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to a blood glucose (bg) level of 33 mg/dl and a loss of consciousness. Reportedly, the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 283 mg/dl, and the meter bg reading was 33 mg/dl. Bg was addressed via consumption of carbohydrates. Reportedly, the customer left the ER 4-5 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.